Manufacturer narrative:
H10: manufacturing review:the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and six months post filter deployment, computed tomography revealed there was an infra renal inferior vena cava filter in place in the mid-to-lower abdominal inferior vena cava at the level of l3-l4 with its superior tip at the l3 vertebral level. 12 filter legs appeared to have extraluminal extension beyond the wall of the inferior vena cava. All 12 perforated legs extended greater than 3 mm beyond the wall of the inferior vena cava. Two perforated legs came near proximity of the aorta. The inferior vena cava at and distal to the level of the filter was chronically thrombosed or scarred likely related to, caused by, or otherwise affected by the presence of the filter. The bilateral common and external iliac veins also appeared to be chronically thrombosed or scarred. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced thrombus at the level of the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 07/2012). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with thrombus at the level of the filter; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2012)

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with thrombus at the level of the filter; however, the current status of the patient is unknown.